Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation, the cable connecting the distribution node (dn) and ECG "c" was pulled from the dn, damaging connector j704 on the dn pca board. The root cause for the damaged cable and connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable and connector. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that the patient was receiving check electrode belt messages. The patient was issued a replacement electrode belt.